Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the writing on the tracheostomy tube pilot balloon rubbed off during use due to cleaning. Patient had initial tracheostomy tube inserted; however, patient self-decannulated. The event took place at the hospital during the routine trach team rounds. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: one used decontaminated sample was returned for investigation without its original packaging. Under visual inspection we noticed that the writing on the pilot balloon was rubbing off, confirming the customer's complaint. During manufacturing each pilot balloon is 100% visual checked. Detection mechanisms are in place, and it is improbable that the part with the writing rubbed off would pass through this inspection. It is probable that the failure was caused by the customer due to cleaning (e.g. Excessive force during cleaning, aggressive cleaner). No trend of confirmed complaints in relation with this issue was identified. A device history record could not be completed as no lot number was received.